Event description:
A (B)(6) post partum pt receiving IV fluids after delivery. Alaris IV pump alarming while used on pt. Pump module showed "pt side occluded" error. Rn changed tubing and examined IV site. Alaris pump continued to display "pt side occluded" error message. Modules and pcu replaced without further complications. No pt harm.